Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was limited mobility of the patient's left arm observed due to the positioning of the device. The device was repositioned to resolve the event and the patient was stable with no consequences.